Event description:
The customer reported that her insulin pump alarmed during normal use. Troubleshooting was performed. The caller stated that the battery was changed two weeks ago. The customer mentioned that the insulin pump was stuck in a frozen mode and the buttons were unresponsive. The caller stated that the device was making a whistling or grinding noise. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.